Event description:
Tip of harmonic hand piece broke off during use. Broken piece was found on drape near abdomen, not retained in patient. Harmonic ace +7 shears with advanced hemostasis 5mm diameter x 36 cm, lot#12929310, ref# (B)(4).